Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not staying in standby mode during a running test after completion of fco service on ra319544251. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. There was also no reported delay in therapy. The customer called technical support to report that the device was not staying in standby mode during a running test after completion of field change order investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A service quote for repair was sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case. Per good faith effort (gfe) response, the customer has not accepted the repair quote yet--according to the sales representative (rep), it has been difficult to charge the customer for this repair, so the sales rep has been consulting with the sales strategy department. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse found that the device failed the air flow accuracy test as the value was out of the allowable range-- the displayed value was -4.8 standard liter per minute (slpm) when the setting was 0 slpm (allowable range: -1.0~1.0 slpm). This is expected to improve with zero calibration. A service quote for repair was sent to the customer for approval.